Event description:
Patient report of having had experienced "an immediate severe allergic reaction" after treatment nine years ago with zyderm requiring weekly intralesional steroid injections. The patient stated that she has suffered with joint and muscle pain for years. Inamed was unable to confirm this report, the treating physician has now retired and we do not have access to the patient's records. Symptom duration has exceeded two years pursuant to an agreement between FDA and collagen corporatio0n any symptoms thought to be related to hypersensitivity to bovine collagen that lasts longer than two years would be reported as a permanent injury. This event is being reported because inamed's approach to compliance is to resolve all doubt in favor of reporting.